Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a battery out limit on the insulin pump. Customer stated that the alarm occurred after a battery change. Customer stated that while programming the bolus wizard, the numbers on the screen began ramping on their own. Customer also stated that the keypad was unresponsive. Blood glucose level was 140 mg/dl at the time of the call. No further information was provided.